Event description:
I had explant surgery to remove 19 y/o textured saline implants. Manufactured by mcghan style 468 and implanted (B)(6) 1998. I began experiencing unexplainable symptoms in 2006. I returned to the plastic surgeon in 2008 to find out if I should have them removed or changed. I was told no need to remove or change unless they were ruptured leaving me with the impression they should last indefinitely. My symptoms continued to progress. Brain fog, lack of focus, loss of smell, loss of libido, tinnitus, constant exhaustion, no amount of clean eating or sleep changed anything. No energy. I felt 80 y/o at age (B)(6). Rashes, joint pain, periodic pain in breasts. I was not diagnosed with anything and consider myself the lucky one to have dodged a bullet but suffered noticeable symptoms for more than 10 years. It wasn't until I decided to research having them removed in 2017 that I ran across breast implant illness, and the thousands of women suffering, that my symptoms made sense and I linked them to the implant chemicals. I again went to the original plastic surgeon to ask about bii and was told silicone is inert and the idea that breast implants are linked to autoimmune disorders and all these symptoms has been debunked. I then sought out a surgeon who understood bii and was capable of a proper explant. I am now one year post explant and my energy and health have returned to normal. I knew things weren't right with my health and suspected the implant toxicity for years. Implanted (B)(6) 1998 - box below doesn't go back that far.